Event description:
Mother of baby was admitted on (B)(6) 2013 with severe preeclampsia. Infant was delivered by c-section without difficulty on (B)(6) 2013 at (B)(6) weeks; viable male infant. Infant active at delivery, intubated by np (B)(6) 2013 2245 with ett size 2.5, orally for protection of airway. Stylet was removed. Bilateral breath sounds with good air exchange. Infasurf given and baby placed on ventilator and transferred to nicu for further care. Abg drawn at 2340 and showed elevated pco2 of 102.7. Babygram 1 view chest and abdomen done, ett pulled back and ventilator changes made. Later, attempted to suction infant, and unable to pass suction catheter. Infant extubated and reintubated with new ett and stylet. Follow-up cxr showed a foreign object. Initial intubation stylet retrieved from trash and np noted 7 cm of plastic sheathing missing off distal portion of stylet, it was also noted that sheathing had a "crack" in the stylet noted approximately 1.5 cm above initial break in stylet sheath. Ent consulted and unable to retrieve retained device. Infant was transferred to tertiary center on (B)(6) 2013 where peds ent/pulmonology was able to retrieve device via bronchoscopy on (B)(6) 2013. (B)(4).